Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿due to stomach cancer, the patient had experienced distal gastrectomy by a roux y anastomosis before. The middle bile duct became strictured due to recurrence of the stomach cancer. On (B)(6) 2017, est and enbd stent placement had been performed as the first treatment of the stricture in the middle bile duct. *the physician felt a difficulty in advancing the enbd stent since the stricture was comparatively severe. (The stent remained in place between (B)(6).) First device (lot# c1324099): (B)(4)> on (B)(6) 2017, stent placement with evolution device was performed as the second treatment of the stricture in the middle bile duct. The plan of the procedure was to place a 10mm x 6cm stent from the proximal bile duct to the duodenum with the stent end bridging the papilla into duodenum. The physician felt resistance when advancing the delivery system through the strictured middle bile duct, but could advance it to the target site. He attempted to deploy the stent, but the stent could not be deployed. Therefore, it was replaced with another stent (c1408263). Second device (lot# c1408263): (B)(4)>the physician attempted to advance the second device over a previously placed wire guide (details unknown), but the wire guide did not exit evolution¿s wire guide port. Therefore, he had no choice but to use the first device ((lot# c1324099) reported under pr) instead of the second one. Again, the first device (lot# c1324099): (B)(4)> the delivery system of the device was advanced to the strictured site again. Since it could pass through the strictured site with efforts, the physician attempted to deploy the stent again, but the stent could not be deployed. Then, the delivery system was disassembled by the user who fervently wanted to place the stent in the site, then stent deployment was re-attempted. However, the stent could not be deployed. Since lower bile duct was intact, the physician gave up placing the 10mm x 6cm stent and placed a 10mm x 4cm (evolution biliary) from the proximal to the distal bile duct instead. The 10-4 stent was placed as if it was embedded in the bile duct, but the procedure was successfully performed and finished. Though the physician was anxious if kinking might occur on the 10-4 stent, no issue was confirmed with x-ray examination and blood drawing performed on the next day ((B)(6) 2017). Also, no adverse event such as pancreatitis has occurred. There have been no adverse effects to the patient reported.¿ the following additional information was provided: 1) was the directional button fully depressed when releasing the stent? Unknown. 2) was the stent partially deployed or not at all? ¿the stent was partially deployed when it arrived at cook japan on 21/nov as shown on the attached photos, so I (yoriko aoki) asked the rep when it was partially deployed, then received the following answer; ¿according to the physician, the stent did not deploy both inside or outside the patient body. I think that the tension held inside the delivery system might have been released when the device was disassembled, which might have pushed up the stent to partially deploy. However, it is only my presumption and it is unknown exactly when the stent was deployed.¿ 3) was any damage noted on the device? ¿ the delivery sheath was kinked when the device arrived at cook japan, I asked the rep if there was any damages on the device before a device return and received the following answer; ¿the physician did not note any noticeable damage on the device. Therefore, the kink observed on the returned device might have been made during transport or due to storage condition before cook picked up the device after the procedure.¿ 4) did the user experience and sound or snap from within the handle during deployment? ¿ it is unknown if the physician heard the sound/snap, but he felt as if components broke/snapped and gear teeth slid from the engaged position. However, nothing was broken when the device was disassembles. Images of the partially deployed device were provided for review. These were reviewed by cirl engineers; the flexor was seen to be broken. 1 x evo-fc-10-11-6-b was returned to cirl for evaluation. Upon evaluation of the returned device it was noted that the device was dismantled on return. The stent was partially deployed and the polyimide was dented due to transportation. A kink was observed on the flexor approximately 128cm from the tip of the sheath. The kink may possibly have become exaggerated during transportation. The flexor was cut below this kink during lab evaluation and the device moved freely once the kink was cut/removed. The flexor was broken at the shuttle to sheath tube joint. The kink in the flexor would have caused excessive force when deploying the stent which would have resulted in the sheath to shuttle tube joint breaking. The following information was provided as the device was returned with the stent partially deployed: ¿the stent was not deployed inside the patient but it cannot be determined when it was deployed.¿ the customer complaint was confirmed as the failure was confirmed in the laboratory; the flexor was seen to be kinked. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. However, it is possible that the kink on the flexor could have occurred on manipulating the device into place through a torturous path. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #, upon review of complaints this failure mode has not occurred previously with this lot #. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Due to stomach cancer, the patient had experienced distal gastrectomy by a roux y anastomosis before. The middle bile duct became strictured due to recurrence of the stomach cancer. On (B)(6) 2017, est and enbd stent placement had been performed as the first treatment of the stricture in the middle bile duct. *the physician felt a difficulty in advancing the enbd stent since the stricture was comparatively severe. (The stent remained in place between (B)(6)). First device (lot# c1324099): (B)(4). On (B)(6) 2017, stent placement with evolution device was performed as the second treatment of the stricture in the middle bile duct. The plan of the procedure was to place a 10mm x 6cm stent from the proximal bile duct to the duodenum with the stent end bridging the papilla into duodenum. The physician felt resistance when advancing the delivery system through the strictured middle bile duct, but could advance it to the target site. He attempted to deploy the stent, but the stent could not be deployed. Therefore, it was replaced with another stent (c1408263). Second device (lot# c1408263): (B)(4). The physician attempted to advance the second device over a previously placed wire guide (details unknown), but the wire guide did not exit evolution¿s wire guide port. Therefore, he had no choice but to use the first device ((lot# c1324099) reported under pr) instead of the second one. Again, the first device (lot# c1324099): (B)(4). The delivery system of the device was advanced to the strictured site again. Since it could pass through the strictured site with efforts, the physician attempted to deploy the stent again, but the stent could not be deployed. Then, the delivery system was disassembled by the user who fervently wanted to place the stent in the site, then stent deployment was re-attempted. However, the stent could not be deployed. Since lower bile duct was intact, the physician gave up placing the 10mm x 6cm stent and placed a 10mm x 4cm (evolution biliary) from the proximal to the distal bile duct instead. The 10-4 stent was placed as if it was embedded in the bile duct, but the procedure was successfully performed and finished. Though the physician was anxious if kinking might occur on the 10-4 stent, no issue was confirmed with x-ray examination and blood drawing performed on the next day ((B)(6) 2017). Also, no adverse event such as pancreatitis has occurred. There have been no adverse effects to the patient reported.